Event description:
It was reported that upon interrogation of the device, loss of capture and low r-waves were observed. Tachy therapy was switched off. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that during follow up it was noted that sensing and capture threshold were stable. Tachy therapy was switched back on. The patient condition was good.